Manufacturer narrative:
The reported problem is currently under investigation (B)(4). A follow-up report will be submitted when the results of the investigation are available.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo application "crashed" in the middle of an active case while charting data from stenting with a balloon. An error message "unhandled exception" was displayed and the chronlog displayed a white box with a red x. The entire screen turned black and then the hemo login was displayed. The user immediately logged back in and resumed the case. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, it was reported that the procedure was completed successfully once the system login was completed.. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 18mar2016. An internal investigation (B)(4) was completed on 25sep2017. It was found that the user had changed from the "special procedure" workstation role to the "cath lab" workstation role immediately before the crash occurred. On the procedure tab within the chron log in the hemodynamics application, a white box with a red "x" appeared and then the entire display turned black. However, the system immediately rebooted to the hemo login screen. The user logged back in and resumed the procedure without issue. It was verified that the issue does not occur under normal circumstances, i.e. Not switching from one role to another role on work stations. The code miss will be corrected in hemo v10.2. Until that version is released, a work around has been created and tested and confirmed to correct the issue. Revised information contained in this supplemental report includes the following: evaluation codes: method: 3372 analysis of data logs. Results: 637 unhandled interrupt or exception (the device software did not correctly address abnormal execution of the code). Conclusions: 12 design deficiency (the device problem was traced back to the design specifications [e.g. In the requirements, testing processes, hazard analysis, implementation strategy]). Indication of additional manufacturer information and corrected data are contained in this follow-up report.